Event description:
Sorin group received a report that the sorin centrifugal pump 5 changed the revolutions per minute (rpms) during a procedure event with the pressure control turned off. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the product. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin centrifugal pump 5 changed the revolutions per minute (rmps) during a procedure even with the pressure control turned off. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.